Event description:
The customer reported the monitor keeps going out. They had to reboot to get monitor to come up.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.